Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the electronic gas delivery system could not be calibrated. The user also observed a "knob adjust only" error message. Although manual use of the gas delivery system remained available, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.